Event description:
It was reported that t1 and t2 deploy together. No patient injury reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the delivery needle but were returned. Examination of the construct shows a short length of suture (1¿) with both ts was returned, each t is missing a portion of its distal end. The devices actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Do not push the deployment slider twice or the second implant will deploy prematurely. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.